Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a failed battery alarm and was able to clear it but then they had a blank display. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The insulin pump did not show signs of physical damage. The insulin pump was not dropped or bumped. The customer was advised to insert a new battery and the display had returned. The customer was advised to remove the battery for 10 minutes and to clean the battery cap. The customer reinserted the battery but the display did not return. It was noted that there was substance on the wipe after wiping down the contact of the battery cap. The customer was advised there may have been a battery leak. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm battery failed or battery out limit alarms due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and cracked battery tube threads.